Event description:
According to the reporter, the device's ac main light is not lit and the battery is not getting charged. The device will turn on and function on battery power. No pt use was associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on ac power. The service rep replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.